Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 2 of 4 of peritoneal dialysis therapy. During troubleshooting, it was discovered that there were open clamps on unused supply lines and there was fluid under one of the supply bags. The technical service representative had the hp power cycle the hc to end therapy. Proper procedures were reviewed with the customer. The hp would complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Open clamps on unused supply lines are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. However, since two possible causes of the alarm were reported, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.